Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving compounded baclofen with concentration 1000 mcg/ml at a dose rate of 145.9 mcg/day via an implantable pump. It was reported that the pump had two unexplained motor stalls, and the patient had no magnetic resonance imaging performed. It was further reported that the patient was shopping at the time. Electromagnetic interference from security gates was being considered. Log provided indicated the three motor stalls occurred. As per the logs, the following occurred: on (B)(6) 2024 2:07 pm - critical alarm regarding pump motor stall occurred, on (B)(6) 2024 2:20 pm - pump motor stall recovery occurred, on (B)(6) 2024 9:35 am - critical alarm regarding pump motor stall occurred, on (B)(6) 2024 10:03 am - pump motor stall recovery occurred, on (B)(6) 2025 10:28 am - critical alarm regarding pump motor stall occurred, and on (B)(6) 2025 10:51 am - pump motor stall recovery occurred. No diagnostic tests/troubleshooting were performed. Factors that may have led or contributed to the issue were unknown. No actions or interventions were taken to resolve the issue. No surgical intervention was planned. The pump remained implanted and in-service. The issue was not resolved as of on (B)(6) 2025. The patient was without injury regarding their status as of on (B)(6) 2025. The patient's medical history and age at the time of the event was unknown or would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that they had asked for further information. The device would not be returned as it was implanted and still in use.